Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not the reported polymer leak or the presence of a type ia endoleak. The root cause for the intravascular leak of polymer could not be definitively confirmed with the information available. The most likely cause is a compromise in the integrity of the aortic body stent graft fill channel and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed the aneurysm was not excluded and a type ia endoleak was present. The physician elected to conclude the case. The patient will continue to be monitored.